Manufacturer narrative:
The biomedical engineer (bme) reported that they had two central nurse's station (cns) that had transmitters with intermittent signal loss. It is happening on different transmitters at different times. The transmitters will drop and come back up on two cns's. The biomedical engineer checked the org's and antennas and they have green led indicators. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that they had two (central nurses station) cns that had transmitters with intermittent signal loss. No patient harm reported.